Manufacturer narrative:
The endoscope controller (ec) was returned for failure analysis and the reported failure was replicated/confirmed. Error logs confirmed 18 occurrences of error 319 over the past 60 days prior to returning the ec. The ec was installed with a test system which launched in maintenance mode to program the software, then power cycled ten times with error 319 popping up during the first cycle. During further investigation, it was found that the transceiver (sfp) was soft set on the dual camera interface board (dcib). After reseating the transceiver and the power cycle, error 319 no longer appeared. Upon visual inspection the ec was in good condition. The rj45 dust cover was missing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 06-apr-2023, the following additional information was obtained: intuitive surgical, inc. (Isi) received the handheld camera associated with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint of "optic is defective". The camera was placed on the in-house system, and the camera passed initialization with no issues. The camera passed all testing that was performed. Zoom and focus functionality was proper. No errors or issues occurred during in-house testing. A log review showed that there was a 319 error which is a system technical issue. Error 319 states: a node configured to be present did not respond during system starting up. The probable root cause of the reported issue was attributed to a defective endoscope controller (ec).

Manufacturer narrative:
Based on the claim against the product by the customer noting error 319, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error 319 that the node was not detected and replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi has received the ec, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic surgery. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted urological surgical procedure, the site had error 319. The intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) for assistance. The csr stated that the error occurred after connecting a hand camera to the endoscope controller (ec). The tse viewed the system event logs and confirmed error 319 indicating that the ec was not responding to the core. The tse asked the csr to shut down the system and cycle the vision side cart (vsc) breaker. The tse had the csr make sure there was no camera plugged in. After restarting, the error remained. The system was not usable. The procedure was converted to laparoscopic surgery with no patient injury. Intuitive surgical, inc. (Isi) followed up with the csr and obtained the following additional information: the csr confirmed that the event occurred after anesthesia/port placement. The procedure was converted because connecting the handheld camera caused critical error 319 and the da vinci never restarted. No increase in port size or additional ports were necessary. The patient tolerated the change. There was no patient injury.